Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) determined that there were 2 bags connected; one on the red line and one on the white line. The tsr confirmed that the blue line clamp was open in the organizer. The tsr had the home patient (hp) close all of the clamps to the bags and patient line and cycle the power. The hc displayed a system error 2367. The hp cycled the power again to get to "press go to start", and at "load the set" the hp removed the cassette. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was use error - open clamp.the label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.